Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not responsive. Reportedly, the button has to be pressed upon multiple times to get a response. During troubleshooting with tandem technical support, it was confirmed that the pump touchscreen was responsive. The customer's blood glucose level was 255 mg/dl.